Event description:
The patient was admitted for an atrial ablation procedure. The thoracotomy incision was made and the valleylab force fx bovie was being used along with the valleylab grounding pad. During the ablation portion of the procedure, the grounding pad was disconnected from the valleylab machine and connected to the cardima intellitemp machine. The ablation equipment was then connected to the valleylab machine and after the ablation was complete, a burn was noted on the patient's right buttock, where the grounding pad was placed.